Manufacturer narrative:
The device was received with the cannula assembly deployed. No blood was observed on the device. The exposed portion of the soft cannula was observed to be kinked, however, this did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. In addition, the linkage assembly seen through the top housing was observed to not be fully retracted causing the formed needle to be exposed. After the top housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the top housing occurred. The cause of the interference between the linkage assembly and top housing could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 430 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).